Manufacturer narrative:
Tracking #.50907. Ees #.982237/j. D6: device returned with no lot identification. Endopath endoscopic multifeed stapler: based upon the inquiry information received and visual examination, it concluded that the reported event during surgery occurred due to two mesaligned staples jammed in the track. The instrument was received with two misaligned staples jammed in the track. No functional testing could be performed due to the two misaligned staples in the track which could not be realigned for proper feed to occur. The instrument was disassembled and found 24 staples in the track including the two misaligned staples.

Event description:
It was reported that the ems was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems fired one staple and then would not fire anymore. There was no consequence to the pt.